Manufacturer narrative:
The instrument was received for evaluation on (B)(4) 2014. The instrument has not yet been evaluated; therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted when the instrument has been evaluated or if additional information is received.

Event description:
It was reported that after a da vinci cystectomy procedure, the staff reportedly observed a torn cable on the large needle driver instrument. There were no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.